Event description:
X-ray dept asked the nurse to reposition the device. X-ray showed the tube was coiled in the esophagus. The device was withdrawn about 10 inches and reinserted. X-ray still showed the device was bent in the esophagus, but the stylet had broken through the side of the device. There was no illness, injury or medical intervention resulting from the event. One pt involved.